Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The reported condition is already known to be due to a manufacturing issue, therefore an evaluation was not completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked; further described as "leaking along top seam between the 2 (two) ports." This was noticed at the clinic during a cycler set up practice demonstration for peritoneal dialysis (pd) therapy. The leak was noted while the cycler was running, and the patient was not connected. It was reported that the bag was connected to the small drain line port that normally connects to the sample bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.